Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when trying to fill a cartridge using two different syringes. A third syringe and needle were used to successfully fill the cartridge. There was no reported adverse impact to the customer's blood glucose level.